Event description:
The facility reported a pump with an inoperable pump head module keypad. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.